Event description:
The hcp reported that the device was explanted after 47 months. No reason was given for the explant. Another device was implanted. The device was returned to the manufacturer for analysis.